Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, high pacing impedance and loss of capture was noted on the left ventricular (lv) lead. The device was reprogrammed to deactivate the lv lead, and further intervention is anticipated. The patient was stable with no consequences.

Event description:
New information indicates the lv lead was successfully capped and replaced. The patient was stable with no consequences. Related manufacturer reference number: 2938836-2019-03013.